Event description:
I had silicone breast implants implanted in 1989. Approximately four years after, I began having symptoms of pain, numbness and muscle atrophy, which affected both sides of my body. I was diagnosed with peripheral neuropathy. A short time later I was diagnosed with sinus inflammatory disease after having severe headaches and a possible pituitary tumor was a concern. I was later diagnosed with hashimoto's thyroiditis, chronic fatigue, irritable bowel syndrome, brain fog, arthrosis, dry eyes, skin rashes, ear ringing, and a 35 pound weight change. I had my surgery tech implants removed on (B)(6) 2019. Surgeon performed in block capsulectomy and found that both implants were ruptured. I have no way of knowing when this occurred as I have never had abnormal mammogram.